Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for post-implant follow-up. The patient is known to twiddle and be non-compliant with post-care instructions. Upon interrogation, it was noted the lead failed to capture. Lead revision was discussed. The patient was stable.